Event description:
Device malfunction: none. Symptoms/ae: neurological/in-stent restenosis. Time of symptoms/ae: approximately 18 months post procedure. It was reported that approximately 18 months post an uneventful right internal/common carotid artery stenting procedure, the patient reported a 2 month history of confusion and memory loss. A carotid ultrasound was done in 2008, and revealed severe velocities of the right internal carotid artery. The patient had a carotid arteriogram at about five days later, which revealed instent restenosis. A balloon angioplasty was performed and the patient left the vascular lab in stable condition. The patient was discharged to home the following day. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. Neurological events and restenosis of the stented artery are known potential adverse effect associated with the use of carotid stents, as listed in the device instructions for use.